Event description:
The clinician reported that over 8 months after the dental implant was placed in ada site 18 in the patient's mouth, the implant lost osseointegration in type ii bone. The site was grafted. The clinician reports the patient's bone loss, inflammation and and an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.